Event description:
The customer reported via phone call that they experienced low blood glucose readings between 30 mg/dl and 40 mg/dl. It was stated that the customer was cold, sweaty, and unresponsive. The customer was hospitalized at (B)(6). The customer's blood glucose reading when they were admitted was 40 mg/dl. The customer declined troubleshooting for the low blood glucose readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.